Event description:
The manufacturer received information alleging a ventilation service required error code occurred after performing calibration on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent service (e-0344), was observed on the device's error log after performing the significant event log, battery ship mode. And engineering debug log test steps on the device. The manufacturer's service technician evaluated and determined the oxygen blender printed circuit assembly (pca) board had caused the test steps to fail and the error code to occur on the device. In conclusion, the device's oxygen blender pca board replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the motor blower assembly, stirring fan foam, and forty-three micron filter was replaced for noise coming from the blower that was unrelated to the reportable issue.